Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The product was returned, and the placement signal issue was confirmed. The cause of the placement signal issue was a sensor short. The cause of this short could not be determined.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. While on support, placement signal (ps) was not reliable, and introducer sheath was leaking. Pump was replaced with another pump. No patient harm was reported.